Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the iris potentiometer. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would display a bad iris potentiometer error message. No pt injury was reported.